Event description:
It was reported, the patient ¿only had his implantable neurostimulator (ins) implanted and it didn¿t work, and they also took out the wires but he still had his ins implanted.¿ reportedly, the leads were removed several months ago. It was stated one doctor ¿screwed up the surgery and another doctor went in and fixed it¿ in 2011. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Product ID 3093-28 lot# v800435, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3093-28 lot# v800435, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3093-28 lot# j0555535v, implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3093-28 lot# j0555535v, implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 748910, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748910, serial# (B)(4), implanted: 2005 (B)(6); product type extension (B)(4). The device was used for an off label indication.